Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and difficulty communicating the remote control (rc) to the ipg. The patient was advised to decrease the program used to reduce frequent charging, however, this would also lead to inadequate pain relief. The patient was administered with an epidural injection and no pain relief was noted.